Event description:
Pt was being resuscitated by ems at home due to cardiac arrest. Ems personnel at the scene attempted to establish intra-osseous access for medication administration. Two different teleflex intra-osseous needles would not separate from the catheter which remains in the bone. Our agency had four personnel on the scene of this resuscitation, all of whom are qualified and licensed to use the device that failed. All four attempted to separate the needle from the catheter after it was placed in the pt's bone and no one could get either to come apart as they are supposed to. The devices were left in place as is our usual practice after a resuscitation is terminated. I have contacted the funeral home that removed the body and am attempting to retrieve the two devices at this time. I am confident these devices have been handled and stored at close to room temperature and there was no damage to the packaging of either container before these were opened for use. Dates of use: (B)(6) 2017.